Manufacturer narrative:
The returned device had a small tear on the side of the reservoir near the inlet connector. Damage of this type is similar to damage that may be caused by contact with a sharp object. A review of the manufacturing records showed no anomalies.

Event description:
It was reported that the device was leaking, during implantation.